Event description:
On 06 mar 2008 the sales representative reported that during a posterior lumbar fusion the surgeon was attempting to seat the spacer, the implant cracked in half. Additional info received on 13 mar 2008 via telephone, the sales representative reported that when the surgeon went to implant the spacer when it cracked in half, the surgeon retrieved the other piece from the wound and then replaced the implant with another one. The surgeon finished the case as intended. There was a five minutes delay in surgery. There was no reported injury to the pt.

Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.